Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Additionally, healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified: sharp opening in the valve bond edge. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: a sharp opening on the valve bond edge due to an unidentified (tear) opening.

Event description:
Patient reported left side "pain, deflation, it was not the same size as before and when I move my arm I can feel the liquid coming out." Healthcare professional reported left side deflation. Device was explanted.